Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and noise on the signal occurred. There was no patient consequence. The issue of noise on ablation signal is not MDR reportable since the risk to patient is low. On 12/19/2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (fal) for evaluation. Initial visual analysis identified a crack with reddish-brown material inside it between peek housing and tip lumen area approx. 1.6 cm from the distal end tip dome. Metal was exposed. The issue of internal metal being exposed from a ¿crack¿ is considered a reportable malfunction. On 1/17/2019, a second visual analysis was conducted and confirmed ¿no exposed parts on the peek housing tip transition were observed during the second visual inspection.¿ the findings were reviewed and determined this event is no longer reportable since there is no risk to the patient. The integrity of the device is maintained and there is no evidence of exposed internal components, foreign material, clot formation or sharp edges. However, since this event has already been reported to FDA, biosense webster inc. Will continue to report supplemental mdrs to FDA as additional information is received regarding this event. Product evaluation details: the product evaluation has been completed. The device was inspected and the peek housing tip transition was found cracked with reddish brown material with metal exposed. Then, during the second visual inspection the rocker arm was found broken and no internal parts were observed. An electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 2. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Then a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t bar sliding down. The root cause of the electrical issue cannot be determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30100891l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref#: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and noise on the signal occurred. It was reported the distal ablation signal was noisy and the cloud not read the electrogram. The catheter was replaced, and the issue resolved. The case continued and finished successfully. There was no patient consequence. The issue of noise on ablation signal is not MDR reportable since the risk to patient is low. On (B)(6) 2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (fal) for evaluation. Initial visual analysis identified a crack with reddish-brown material inside it between peek housing and tip lumen area approx. 1.6 cm from the distal end tip dome. Metal was exposed. The issue of internal metal being exposed from a ¿crack¿ is considered a reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on (B)(6) 2018 and has reassessed this complaint as reportable.